Manufacturer narrative:
The customer¿s complaint of a dim 10th digit segment on the display board of the returned pump module was confirmed and replicated during the investigation test results identified the pcb display board with a slightly dim segment b on the pcb u4 led module. It is suspected that customer¿s alleged dim 10th digit on the returned pump module display board, is most likely the observed failure observed on the u4 led module during testing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
The customer reported that they received a device from a patient care area with an ¿unknown issue.¿ during the resulting biomed inspection, the pump module 10th digit was dim and difficult to differentiate between a ¿3¿ and an ¿8.¿ no patient involvement was reported.